Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not returned.

Event description:
The neck of the stem was broken. Limited activities.

Event description:
The neck of the stem was broken. Limited activities.

Manufacturer narrative:
Reported event: an event regarding wear involving an accolade. The event was confirmed via evaluation of the returned devices and through clinician review of provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The metal head appears to have minor damage from the disassociation/fracture event and explantation. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the ap pelvis x-ray shows the presence of bilateral pressfit thas. On the left side there is angulation of the head in relation to the trunnion of the stem. This is consistent with trunnionosis and massive material loss or fracture of the stems femoral neck. The mechanical complication of a femoral component trunnion/neck failure is confirmed. The root cause for this failure cannot be determined from this limited documentation. Should further information become available I would be happy to further this assessment." Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem trunnion wear. Visual inspection: visual inspection of the returned device indicated that the trunnion of the stem is severely worn. The metal head appears to have minor damage from the disassociation/fracture event and explantation. . "The ap pelvis x-ray shows the presence of bilateral pressfit thas. On the left side there is angulation of the head in relation to the trunnion of the stem. This is consistent with trunnionosis and massive material loss or fracture of the stems femoral neck. The mechanical complication of a femoral component trunnion/neck failure is confirmed. The root cause for this failure cannot be determined from this limited documentation. Should further information become available I would be happy to further this assessment." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.